Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 623213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia. Concurrent conditions included squamous cell carcinoma. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), uterine enlargement ("uterine hypertrophy") and cervical dysplasia ("severe cervical dysplasia"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy with davinci si robot). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, uterine enlargement and cervical dysplasia outcome was unknown. The reporter considered cervical dysplasia, dyspareunia, pelvic pain and uterine enlargement to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: high grade squamous intraepithelial lesion (severe dysplasia/squamous cell carcinoma in situ), margins uninvolved. Acute and chronic cervicitis. Endometrium: secretory phase endometrium, negative for atypia myometrium: adenomyosis, right and left isthmic regions uterine serosa: no significant diagnostic alterations bilateral fallopian tubes: no significant diagnostic alterations. Specimens received: uterus and fallopian tubes: (B)(6) 2019 (as per medical records) - within the proximal aspect of each fallopian tube in the lumen there are two silver metallic, coiled essure devices. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : cervical dysplasia, dyspareunia, pelvic pain and uterine enlargement we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 623213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia. Concurrent conditions included squamous cell carcinoma. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), uterine enlargement ("uterine hypertrophy") and cervical dysplasia ("severe cervical dysplasia"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy with davinci si robot). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, uterine enlargement and cervical dysplasia outcome was unknown. The reporter considered cervical dysplasia, dyspareunia, pelvic pain and uterine enlargement to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: high grade squamous intraepithelial lesion (severe dysplasia/squamous cell carcinoma in situ), margins uninvolved. Acute and chronic cervicitis. Endometrium: secretory phase endometrium, negative for atypia. Myometrium: adenomyosis, right and left isthmic regions. Uterine serosa: no significant diagnostic alterations. Bilateral fallopian tubes: no significant diagnostic alterations. Specimens received: uterus and fallopian tubes: -(B)(6) 2019 (as per medical records) - within the proximal aspect of each fallopian tube in the lumen there are two silver metallic, coiled essure devices. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : cervical dysplasia, dyspareunia, pelvic pain and uterine enlargement. Lot number: 623213 manufacture date: 2009-03, expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.